Event description:
It was reported that the foley catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water before use. Called patient to do an order and they advised that when they receive their catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water. The patient stated that either they come empty syringes or no syringes at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "visual inspection". The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters (pcn# d236516s) did not come with pre-filled syringe of sterile water before use. Called patient to do an order and they advised that when they receive their catheters(pcn# d236516s) did not come with pre-filled syringe of sterile water. The patient stated that either they come empty syringes or no syringes at all.